Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for full event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had safety disk replacement due message. No patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, d8, h3, b5. (Type of investigation, investigation findings, investigation conclusions). Corrected field: g2. Nurse called into the emergency support line for cardiosave having safety disk replacement due message before use. Informed nurse she could use the pump if needed, but it would need to be serviced after therapy was completed. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had safety disk replacement due message. Patient involved and no harm reported.